Event description:
It was reported that after completion of an unspecified da vinci-assisted gynecological procedure, the patient died. The death occurred on the second day after the procedure as a result of an infection, which may have been caused by breaching of the large intestinal wall during the procedure by the console surgeon. Per an unspecified director at the site, the incident is not due to a malfunction of the robot and is due to the complexity of the patient's pre-operative condition (i.e. Age, obesity, and multiple unspecified previous procedures).

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product and event information. The event date, da vinci system information, surgery name, and surgeon name are unknown. No image or video clips for the reported event were submitted by the customer for review. A review of the event was conducted by an isi medical safety officer (mso). Per the mso, based on the information provided in the description of event, insufficient information is available to determine if any issues or malfunctions of any isi products contribute to the breach of the large intestinal wall and ultimately resulted in this catastrophic infection. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted gynecological procedure, the patient expired on post-operative day #2 as a result of an infection which may have been caused by breaching the large intestinal wall during the robotic procedure. Per an unspecified director at the site, the incident is not related to a malfunction of the robot and is due to the complexity of the patient's pre-operative condition. The cause of the operative complication is unknown.